Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose levels of 50 mg/dl. Customer reported that she has been having some highs and lows since the beginning of the year. The customer declined troubleshoot her pump for highs and lows, her health care professional is working on adjusting her rates. The customer reports most of the lows are in the 50's mg/dl treats with glucose tabs if she is not around food, or if she is around food she eats a granola bar. Customer said that she had started going low at around 3am and her health care professional had adjusted her rates and she is going to have her look into it again.